Event description:
Technician alleged that the left siderail will not stay up. No patient impact.

Manufacturer narrative:
The technician found that the latch screw and nut were missing. The technician replaced the latch screw and nut to resolve the issue.